Manufacturer narrative:
One control level was outside of range on the day of the event. A second control level recovered within range on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. It was determined that the customer's water system underwent maintenance activities prior to the event. Deionized water was run through the system and the customer verified quality control recovery. No further issues occurred. Water requirements are within the customer's responsibility. The investigation did not identify a product issue.

Manufacturer narrative:
The c501 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen. 2 on a cobas 6000 c 501 analyzer. The customer noted that the issue occurred after maintenance was performed on the laboratory water system. The initial values were questioned by a physician since they did not match the history of the patients. The samples were repeated and the repeat values were deemed correct. Corrected reports were issued. The first sample initially resulted in a calcium value of 11.6 mg/dl and it repeated as 9.4 mg/dl. The second sample initially resulted in a calcium value of 12.5 mg/dl and it repeated as 10.3 mg/dl.